Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the foot pedal would not successfully pair. In troubleshooting, customer replaced the batteries of the foot pedal and tried pairing from outside of the room, however they still could not connect. Tac advised to try the wired foot pedal, however, the customer stated they did not have one. After hanging up tac emailed the customer the offering letter of the wired footswitch and called and left a voicemail. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the super pulsed laser's foot pedal would not pair. There were no reports of patient harm.